Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge alarm 19) was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 16 (delivery request fail) occurred during the load process. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded and the customer reported that the pump would continue to be used for insulin therapy.